Manufacturer narrative:
Investigation results: media review: a media showing a photo of the percutaneous coronary intervention (pci) report was attached. Returned media cannot confirm reported allegation. Device analysis findings: the device was implanted; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned the conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. It was reported that restenosis occurred with additional device requirement. The reported event could not be confirmed as restenosis is a patient condition. It is noted that the event of restenosis is listed as known adverse events associated with device use. Reported requirement for additional device was most likely due to procedural factors. Based on the medical review task conducted for this complaint, the reported clinical event is anticipated per the instructions for use (IFU).

Event description:
It was reported that in-stent restenosis occurred, requiring additional intervention. Om (B)(6) 2025, the patient underwent percutaneous transluminal coronary angioplasty (ptca), during which a 3.50 x 32 mm synergy megatron drug-eluting stent was implanted. On (B)(6) 2026, routine angiographic evaluation demonstrated significant disease progression, including 80% in-stent restenosis (isr) and mild tortuosity in the ostial proximal left anterior descending (lad) artery. Total occlusion at the ostial left circumflex artery (lcx) and mild plaque in the right coronary artery. The patient was hospitalized and the identified isr in the lad and lcx was treated with a cutting and drug eluting balloon. No further patient complications were reported, and the patient remained stable.

Event description:
It was reported that in-stent restenosis occurred, requiring additional intervention. On (B)(6) 2025, the patient underwent percutaneous transluminal coronary angioplasty (ptca), during which a 3.50 x 32 mm synergy megatron drug-eluting stent was implanted. On (B)(6) 2026, routine angiographic evaluation demonstrated significant disease progression, including 80% in-stent restenosis (isr) and mild tortuosity in the ostial proximal left anterior descending (lad) artery. Total occlusion at the ostial left circumflex artery (lcx) and mild plaque in the right coronary artery. The patient was hospitalized and the identified isr in the lad and lcx was treated with a cutting and drug eluting balloon. No further patient complications were reported, and the patient remained stable.